Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure (batch no. C03091) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst removal in 2003. Previously administered products included for an unreported indication: mirena from 2010 to (B)(6) 2014. Concurrent conditions included overweight, irritable bowel syndrome and right lower quadrant pain. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), nsaids from (B)(6) 2014 to (B)(6) 2015, omeprazole (prilosec) since (B)(6) 2015 and paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 12 days after insertion of essure. On (B)(6) 2014, the patient experienced depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal area pain") and complication associated with device ("she began to experience complications"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and headache had resolved and the depression, anxiety, migraine, nausea, fatigue, weight increased and complication associated with device outcome was unknown. The reporter considered abdominal pain, anxiety, complication associated with device, depression, fatigue, headache, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Approximate weight at the time of essure placement (B)(6). Insertion details - 1 coil seen on right ostia and 5 coils seen on left ostia. As per insertion details: 1 coils seen on right ostia. 5 coils seen on left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. X-ray - on (B)(6) 2014: impression: normal post essure examination with blocked fallopian tubes bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: pfs and mr received. Events: depression, mental anguish, migraines, headaches, nausea, pain, fatigue, weight gain, abdominal area pain was added. Event outcome was updated for the events: headaches, abdominal area pain, pelvic pain female. Lot number was added. Concomitant drugs, conditions, historical drug and reporter information was added. Lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 30-year-old female patient who had essure (batch no. C03091) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst removal in 2003. Previously administered products included for an unreported indication: mirena from 2010 to (B)(6) 2014. Concurrent conditions included overweight, irritable bowel syndrome and right lower quadrant pain. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), nsaids from (B)(6) 2014 to (B)(6) 2015, omeprazole (prilosec) since (B)(6) 2015 and paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 12 days after insertion of essure. On (B)(6) 2014, the patient experienced depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal area pain"), complication associated with device ("she began to experience complications") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, headache and genital haemorrhage had resolved and the depression, anxiety, migraine, nausea, fatigue, weight increased and complication associated with device outcome was unknown. The reporter considered abdominal pain, anxiety, complication associated with device, depression, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: current weight : 165 lbs. Approximate weight at the time of essure placement 156 lbs. Insertion details - 1 coil seen on right ostia and 5 coils seen on left ostia. As per insertion details: 1 coils seen on right ostia. 5 coils seen on left ostia. Has received treatment for events pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion.. X-ray - on (B)(6) 2014: impression: normal post essure examination with blocked fallopian tubes bilaterally. Batch no c03091 production date 2013-12-04 expiration date 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: new added event "abnormal bleeding". Outcome for previously reported event pain updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 30-year-old female patient who had essure (batch no. C03091) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst removal in 2003. Previously administered products included for an unreported indication: mirena from 2010 to (B)(6) 2014. Concurrent conditions included overweight, irritable bowel syndrome and right lower quadrant pain. Concomitant products included hydrocodone bitartrate; paracetamol (vicodin), nsaids from (B)(6) 2014 to (B)(6) 2015, omeprazole (prilosec) since (B)(6) 2015 and paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 12 days after insertion of essure. On (B)(6) 2014, the patient experienced depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal area pain") and complication associated with device ("she began to experience complications"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and headache had resolved and the depression, anxiety, migraine, nausea, fatigue, weight increased and complication associated with device outcome was unknown. The reporter considered abdominal pain, anxiety, complication associated with device, depression, fatigue, headache, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: current weight : 165 lbs. Approximate weight at the time of essure placement 156 lbs. Insertion details - 1 coil seen on right ostia and 5 coils seen on left ostia. As per insertion details: 1 coils seen on right ostia. 5 coils seen on left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion.. X-ray - on (B)(6) 2014: impression: normal post essure examination with blocked fallopian tubes bilaterally.. Batch no c03091 production date 2013-12-04, expiration date 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), endometritis ('chronic endometritis') and embedded device ('iud embedded within each cornu/proximal fallopian tube') in a 30-year-old female patient who had essure (batch no. C03091) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst removal in 2003, chronic cervicitis, menorrhagia, dysmenorrhea, ovarian cyst and menstruation abnormal. Previously administered products included for an unreported indication: mirena from 2010 to (B)(6) 2014 and nuvaring. Concurrent conditions included overweight, irritable bowel syndrome and right lower quadrant pain. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), nsaids from (B)(6) 2014 to (B)(6) 2015, omeprazole (prilosec) since (B)(6) 2015 and paracetamol (acetaminophen) from july 2014 to may 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 12 days after insertion of essure. On (B)(6) 2014, the patient experienced depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal area pain"), complication associated with device ("she began to experience complications") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes) and robotic-assisted total "laparoscopic" hysterectomy, bilateral salpingectomy, cystoscopy. Frozen d&c). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, headache and genital haemorrhage had resolved and the endometritis, depression, anxiety, migraine, nausea, fatigue, weight increased and complication associated with device outcome was unknown. The reporter considered abdominal pain, anxiety, complication associated with device, depression, embedded device, endometritis, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: current weight : 165 lbs. Approximate weight at the time of essure placement 156 lbs. Insertion details - 1 coil seen on right ostia and 5 coils seen on left ostia. As per insertion details: 1 coils seen on right ostia. 5 coils seen on left ostia. Has received treatment for events pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion.. X-ray - on (B)(6) 2014: impression: normal post essure examination with blocked fallopian tubes bilaterally.. Batch no c03091, production date 2013-12-04 , expiration date 2016-12-31. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chronic endometritis, embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), endometritis ('chronic endometritis') and embedded device ('iud embedded within each cornu/proximal fallopian tube') in a 30-year-old female patient who had essure (batch no. C03091) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst removal in 2003, chronic cervicitis, menorrhagia, dysmenorrhea, ovarian cyst and menstruation abnormal. Previously administered products included for an unreported indication: mirena from 2010 to (B)(6) 2014 and nuvaring. Concurrent conditions included overweight, irritable bowel syndrome and right lower quadrant pain. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), nsaids from (B)(6) 2014 to (B)(6) 2015, omeprazole (prilosec) since (B)(6) 2015 and paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 12 days after insertion of essure. On (B)(6) 2014, the patient experienced depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal area pain"), complication associated with device ("she began to experience complications") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes) and robotic-assisted total 1aparoscopic hysterectomy, bilateral salpingectomy, cystoscopy. Frozen d&c). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, headache and genital haemorrhage had resolved and the endometritis, depression, anxiety, migraine, nausea, fatigue, weight increased and complication associated with device outcome was unknown. The reporter considered abdominal pain, anxiety, complication associated with device, depression, embedded device, endometritis, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: current weight : 165 lbs. Approximate weight at the time of essure placement 156 lbs. Insertion details - 1 coil seen on right ostia and 5 coils seen on left ostia. As per insertion details: 1 coils seen on right ostia. 5 coils seen on left ostia. Has received treatment for events pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion.. X-ray - on (B)(6) 2014: impression: normal post essure examination with blocked fallopian tubes bilaterally. Batch no c03091, production date 2013-12-04, expiration date 2016-12-31. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chronic endometritis, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2021: mr received. Reporter information, patient medical history, event: chronic endometritis and embedded device added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.